Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the non-bsc left ventricular (lv) lead displayed a lead safety switch with increased pacing impedance measurements. The lead was reprogrammed with acceptable threshold and impedance measurements. The patient reported feeling a chest thumping symptom when the device was programmed to unipolar. The patient was to be see again in one month.